Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No new information received by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep 24, 2025. Sampling from: air water channel. Cfu: >20cfu. Bacterial identification: pseudomonas putida. Sampling date: sep 24, 2025. Sampling from: auxiliary water channel. Cfu: >20cfu. Bacterial identification: brevundimonas aurantiaca, brevundimonas vesicularis, pseudomonas mosselii. Sampling date: sep 24, 2025. Sampling from: distal end, instrument channel, suction channel, biopsy channel. Cfu: 0. Bacterial identification: n/a. Sampling date: oct 09, 2025. Sampling from: distal end, instrument channel, suction channel, biopsy channel, auxiliary water channel. Cfu: 0. Bacterial identification: n/a. Sampling date: oct 09, 2025. Sampling from: air water channel. Cfu: 3. Bacterial identification: moraxella osloensis. Sampling date: feb 12, 2026. Sampling from: distal end, instrument channel, suction channel, biopsy channel, auxiliary water channel, air water channel. Cfu: 0. Bacterial identification: n/a. The device was evaluated where a channel leak was discovered. However, without the customer's full cds checklist provided, it is not possible to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. In addition to the culture results, however, olympus did find an additional malfunction: an e216 scope communication error. This issue was caused by corrosion on the plug unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.